Event description:
It was reported that during inspection of returned sets one set was found to be missing the silver ball in the accuslide. This could have resulted in a freeflow condition. The set was not used on a pt.